Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 optiflow + adult nasal cannula was found damaged during use. There was no patient consequences.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing was pulled apart. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However it is likely due to the user pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 optiflow + adult nasal cannula include the following steps: "ensure headstrap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 optiflow + adult nasal cannula was found damaged during use. There was no patient consequences.